Event description:
A male patient underwent aaa repair in 2006. One main body graft and two iliac leg grafts were placed. The patient had an angulated neck so the main body landed too low. So in 2007, the physician placed a renu device but it also landed too low due to the patient's angulated neck, so a main body extension was placed.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. No product was returned to assist in this investigation. An internal clinical review indicated that incorrect placement of graft occurred due to patient anatomy and user error.